Event description:
It was reported that nurse stated the arctic sun device was sounding alert 01 (patient line open) and alert 02 (low flow). Mss had the nurse stop therapy, empty, disconnect, and reconnect the arctic gel pads using proper technique. Mss asked nurse to check for alerts and flow rate. They said no alerts and flow rate was fluctuating above 2lpm up to 3lpm. Mss also advised to please call back if additional issues and asked if they did need to call back if there was a way to troubleshoot in the room with the device that would be better.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse stated the arctic sun device was sounding alert 01 (patient line open) and alert 02 (low flow). Mss had the nurse stop therapy, empty, disconnect, and reconnect the arctic gel pads using proper technique. Mss asked nurse to check for alerts and flow rate. They said no alerts and flow rate was fluctuating above 2lpm up to 3lpm. Mss also advised to please call back if additional issues and asked if they did need to call back if there was a way to troubleshoot in the room with the device that would be better.